Event description:
New information received indicated that the device and lead were explanted and replaced on (B)(6) 2019. During the procedure, an insulation breach was noted on the lead. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15407. It was reported that the patient presented in clinic with atrial myopotential oversensing. Programming changes were made, but did not resolve the oversensing. The physician believed there might be an atrial lead anomaly. Lead replacement was discussed. There were no patient consequences.